Event description:
Received user facility report on 4-15-99. Report was filed after patient received dialysis treatment with a new bath. This was the first time the patient had ever received this dialysate mixture and the mixture was recommended by the physician due to the patients lab results. The dialysate mix included naturalyte acid and calcium and potassium chloride from edlaw pharmaceuticals. The clinic indicated that all three were new for the patient and that the two pharmaceutical products had never been used before. They have not reported any other incidences with the naturalyte acid. The patient arrived for his treatment lethargic and confused. After 2.5 hours into the treatment the patient was found unresponsive. The patient was transferred to the ICU with a normal sinus rhythm and was intubated- the patient expired the next day. The mixing procedure was requested. A companion sample of the naturalyte acid is available for analysis.